Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total human chorionic gonadotropin (thcg) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call protocol. The cse verified aspirations and dispenses. The cse performed quality control (qc), all results in range. The cse revisited the site due to feedback that signal errors were occurring. The cse moved the pinch valve tubings and rebooted the system. The cse checked reagent probe alignments and rechecked aspirate and dispenses on the wash manifold. A siemens headquarters support center (hsc) specialist reviewed the escalation data. The primary cause of imprecision is usually poor wash performance. While the cse addressed parts that could have been the cause of the discordant issue, the actions taken could not be identified as the cause of the discordant results. The cause of the discordant total human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant total human chorionic gonadotropin (thcg) results were obtained on patients samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The same samples were repeated on the same instrument. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant total hcg results.